Event description:
Discordant, falsely low troponin results were obtained on four patient samples and a discordant, falsely low brain natriuretic peptide (bnp) result was obtained on one patient sample on an advia centaur instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low troponin and bnp results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that after placing a new troponin reagent pack, quality controls were out of range. The customer noticed that an acid solution bottle was put in place of the wash 1 solution bottle. A customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse decontaminated the wash 1 lines and reservoir. Quality controls were run, resulting within range. The cause of the discordant, falsely elevated troponin and bnp results was due to a user error. The instrument is performing according to specifications. No further evaluation of the device is required.